Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the had low flow and intermittent operation, was confirmed. The following defects were found and corresponding actions were taken during evaluation : motor too loud - motor replaced. Damaged power supply module replaced. Damaged front-panel controls replaced. Physical damaged front panel replaced. Defective cpu board replaced. Error fc002 occurred several times. 3 hours functional test failed. The device was cleaned, a software upgrade was performed, repaired, tested and found to be working according to specifications. The physical damage to the front panel is a result of user mishandling of the device. The outdated software would have caused the error message displayed by the device. Also the defective components of the device would have caused the device to fail the functional test. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4) ), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament procedure on (B)(6) 2020, it was observed that the pressure on the fms vue pump-shaver box device did not seem to correspond to the pressure in the joint. According to the report, at 50 mmhg and with a tourniquet, the bleeding seemed to randomly start and stop indicating fluctuations in joint pressure. When the sheath with the inflow was removed from the patient there was no flow, the water flow started after a few seconds as seen in the clips. The pump was set on solo mode. This created difficulties and delayed the surgery by at least 20 minutes. During in-house engineering evaluation, it was determined that the device presented low pressure. There were no patient consequences reported. No additional information was provided.